Event description:
It was reported that the patient presented in-hospital with diaphragmatic stimulation and loss of capture/sensing. Fluoroscopy showed perforation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.